Event description:
This report is being filed as a result of changes to our MDR evaluation process that were prompted by an FDA inspection. During post procedure, sealing and disconnection of the product bags, the trima operator was sealing the product bags using the integrated trima rf tubing sealer. The operator experienced an electric shock to her right palm holding the sealsafe wand and an rf weld burn on her left finger, which was close to the sealer tip. The operator also described a 'feeling of electrical shock across the chest.' The operator was not wearing gloves at the time and had just returned from the restroom. She was not sure if her hands were still wet. It is unclear if the operator was following the guidelines described in the manual and whether or not her hands were too close to the seal tip. As a precaution, the operator was referred to a medical general practitioner for assessment and then admitted to the hospital for review. She returned to work the following day.

Manufacturer narrative:
(B)(4). Risk analysis: health hazard assessment (B)(4) "burn from sealsafe tube sealer", which has a hazard/risk (B)(4). This is based on a moderate severity of injury (temporary but reversible impairment). Field diagnosis/correction: the device was removed from operation and an engineer completed a service review; no fault could be found. The customer also had an electrician check the facility power. No problems were found. The device was operating within specification. Investigation: manufacturing engineer, (B)(4), thoroughly investigate the device and ensured that the electrical requirements of the system were within specification. Root cause: it is possible that the operator's hands were wet and that her fingers may have been too close to the sealer tip. However, this cannot be proven.